Event description:
A pt experienced excessive bleeding of a fabric patch during carotid patch angioplasty, necessitating the administration of 3 pints of blood intraoperatively. Bleeding eventually stopped once the heparin was reversed and topical thrombin and local pressure was applied to the patch.